Event description:
It was reported that the tip on the handpiece was discovered to be broken during preparation for use. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is not available for evaluation.